Manufacturer narrative:
Additional procodes: hsz, gfa, gff. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that the patient underwent an unknown procedure on (B)(6) 2019. During surgery, a drill bit broke during insertion and the shattered drill bits were left in the patient. Procedure was completed successfully. Patient status is unknown. This report is for a 2.0mm cannulated drill bit. This is report 1 of 1 for (B)(4).